Event description:
It was reported that the patient came in for a routine check and the interrogation noted that wireless telemetry was no longer available. It was found that the telemetry module on the device was not able to operate within specification, so the device deactivated the telemetry module as a precaution. The device will now need to be interrogated manually. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 lead, implanted (B)(6) 2009; 6935 lead, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated that wireless telemetry was unable to be established.